Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her high blood glucose level was high. Her blood glucose level was over 500 mg/dl and it did not come down after delivering boluses. The lowest it came down to was 450 mg/dl. She changed the infusion set. The device was not returned.